Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the calf pads are too small for the customer so when he uses his legrest, his legs fall in between the two calf pads and he gets cuts on his legs. Provider states that the cuts do bleed. Provider states the long term care facility he is in takes care of the wounds when they happen.